Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4). Brand name: infinion cx, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed complex regional pain syndrome crps around the spinal cord stimulation scs surgical sites. The patient underwent an explant procedure of the scs system. The patient is expected to fully recover.